Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 500:320 was confirmed in the event history log review. The root cause of the reported problem was determined to be a key on the keypad that was pressed for greater than fifty seconds. The assignable cause required no repairs to the keypad. This issue has been escalated to CAPA. A device history review was performed with no exceptions found during manufacturing. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has received similar reports for the reported problem.

Event description:
The facility reported a colleague infusion pump with a failure code of 500:320. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module master software version is unknown. No additional information is available.